Event description:
It was reported that the customer had a delivery anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer's stated the insulin pump was not putting out proper amount of insulin. The customer was attempted to reach out on number on file and received no answer. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to,our knowledge.